Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited high impedance measurement. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.